Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was concerned about the device being under advisory for premature battery depletion. The physician planned on device change out. Additional information was not reported.

Event description:
New information received notes that the device was explanted and replaced on (B)(6) 2018. Patient was stable post procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.